Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately half-way through the procedure, the prolieve system displayed a "low-water level" error message. The nurse attempted to re-inflate the balloon with water however, the problem continued. The procedure was completed with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, 615494 represents the prolieve catheter; a part of the kit. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review; a supplemental medwatch will be filed.